Event description:
Information received by medtronic indicated that the customer returned a faulty pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, sleep current measurement test, self-test, unable to perform the seating, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test (dat) due to rewind anomaly. Unit failed to pass the rewind test due to rewind anomaly. Unit was successfully download using thus for history files and trace files. Pump error 63 variable (03) occurred during testing (B)(6) 2023 07:21 in history files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor pins , and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), faded serial label. P-cap was attached and locked into place properly no current code is confirmed due to rewind anomaly. Rewind anomaly is confirmed at due to moisture damage on motor pins. Pump error 63 is confirmed due to occurring during testing and due to cracked soldered joint at u1 pin (01). Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.